Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device had recently reached explant status. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was replaced and discarded by the facility. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device had recently reached explant status. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time and no adverse patient effects were reported.